Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Occupation: initial reporter is synthes employee. This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: jiang, d. Et al (2021), enhanced interfragmentary stability and improved clinical prognosis with use of the off-axis screw technique to treat vertical femoral neck fractures in nongeriatric patients, journal of orthopaedic surgery and research, vol. 16 (473), pages 1-11 (china). The aim of this two-parts study (retrospective clinical investigation and a patient-specific finite element analysis) was to compare the clinical prognoses and underlying mechanical characteristics of a novel off-axis screw technique with dynamic hip screws (dhss) and three traditional parallel screws. Between december 2013 and december 2017, a total of 204 patients with a mean age of 45.4 (± 10.4) years were included in the clinical investigation. Among these patients, 32 patients (9 male and 23 female; mean age of 48.2 ± 8.2 years) were treated with dhss (depuy synthes) plus one anti-rotational screw (denoted as group g-dhs); 107 patients treated with competitor device (denoted as group g-tri); and 65 patients were treated with three parallel screws augmented with an off-axis screw (unknown device) (denoted as group g-alp). All patients underwent an average follow-up of 45.0 ± 20.7 months. The following complications were reported as follows: 12 patients had fixation failure: nonunion (n=4), femoral neck shortening (n=9), varus deformation (n=3), and cut-out defined as protrusion of the screw out of the femoral head (n=3). 10 patients had avascular necrosis. A (B)(6)-year-old female patient had a severe screw withdrawal, femoral neck shortening, varus deformation, and delayed union revealed in the ap radiograph taken 5 months after initial surgery. She underwent revision operation with arthroplasty. This report is for an unknown synthes dhs constructs and unknown synthes dhs screws. A copy of the literature article is being submitted with this medwatch.